Event description:
It was reported via repair work order that the nurse call cable was damaged. It was further reported that the nurse call cable a non-stryker manufactured or distributed product. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.